Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance. A surgical procedure was performed and this lead was explanted. A new lead was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon return, this lead was thoroughly analyzed. The product was confirmed severed, 9.2 cm from the terminal pin with only the proximal segment returned. Setscrew marks were noted on the terminal pin and ring. Extensive testing was performed to assess the lead's electrical integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry. Laboratory analysis was unable to confirm the reported clinical observations through returned product testing.

Manufacturer narrative:
This lead is expected to be returned to boston scientific. This report will be updated when the lead has been returned and analysis is complete, or if additional information about this issue becomes available.